Event description:
The service report shows error codes that suggest vent went inop while on a patient. There was no patient harm or change in therapy as a result of the report malfunction. The mallinckrodt customer support engineer (cse) verified error codes. The cse replaced recommended parts. Unit then passed extended self testing.